Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years four months later computed tomography revealed that suprarenal inferior vena cava filter with proximal portion in the intrahepatic inferior vena cava projected into segment 7 of the liver with anterior limbs in the caudate lobe. X- ray was performed on the same day and showed that inferior vena cava filter was slightly abnormally oriented. Approximately two months later inferior vena cavogram was performed and its showed that migration of the filter into the suprarenal inferior vena cava, without of the inferior vena cava filter within the hepatic vein. 24 french sheath advanced into the infrarenal inferior vena cava. A trilobed snare was advanced through right groin sheath and multiple attempts were made to snare the migrated inferior vena cava filter without success. After multiple unsuccessful attempts, graspers were reintroduced through the left groin sheath, the graspers successfully grabbed the inferior vena cava filter and pulled it through the left groin sheath and removed from the patient. Therefore, the investigation is confirmed for filter migration, filter malposition, retrieval difficulties and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date (10/2015), (device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully after being diagnosed with deep venous thrombosis. Approximately two years and four months post filter deployment, a computed tomography (CT) abdomen and pelvis with and without contrast alleged that the filter migrated and filter limbs perforated. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.